Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump displayed a motor controller failure when it was first powered up. The pump itself was running fine and the clinician power cycled the pump to clear the error message. The error occurred during set-up and therefore there was no patient involvement. A sorin group service representative was dispatched to investigate the report. The representative was able to reproduce the motor control failure message and replaced the motor controller and processor boards during troubleshooting in order to resolve the problem. Based on the actions taken by the representative, the customer made the decision to return the system to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s5 roller pump displayed a motor controller failure when it was first powered up. The pump itself was running fine and the clinician power cycled the pump to clear the error message. The error occurred during set-up and therefore there was no patient involvement.